Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative suspected that the ht board was the cause of the reported event. Replacement of the ht board resolved the issue. No further issues were reported. Replaced ht board was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the images on the imaging system were grainy. There was no patient present when this issue was identified.